Event description:
It was reported patient death occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. Vascular access was obtained via the groin, and a transeptal puncture (tsp) was performed using the was double curve sheath and versacross connect. During the tsp, a puncture of the aorta occurred, leading to the development of a pericardial effusion. Pericardiocentesis was performed to manage the effusion; however, the patient subsequently developed cardiac tamponade and required transfer for open-heart surgery. Following the procedure, the patient was transported to another facility (ascension seton medical center) for a higher level of care. Approximately one (1) week later, the patient passed away while hospitalized. The official cause of death was not provided.

Manufacturer narrative:
B2 date of death: death date estimated as event reported to have occurred one week post implant.